Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the buttons were slow to respond. Customer had bleeding after removal of infusion set. Customer stated that site was not actively bleeding at time of the call. The insulin pump will not be returned for analysis. (B)(4).